Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. No definite signs of use were observed. Visual analysis of the guide wire revealed no obvious defects or anomalies. No kinking or damage was observed. Visual analysis of the needle cannula, however , revealed that it was not adhered to the hub as intended. Microscopic examination confirmed the damage. The customer was contacted regarding the observed damage, and they confirmed that they weren't aware of the damage to the needle and only want to report on the guide wire damage. The overall length of the guide wire measured 4 5/8" which is within the specification limits of 4 7/16-4 11/16" per product drawing. The needle cannula inner diameter measured 0.017" which is within the specifications of 0.01650"-0.0180" per product drawing. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned guide wire was tested with a lab inventory needle, and passed with little to no resistance. The guide wire was additionally threaded through the returned needle and passed with little to no resistance. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guide wire was not confirmed through complaint investigation of the returned sample. The guide wire passed all relevant visual, dimensional, and functional requirements, and a device history record review revealed no relevant findings. The needle cannula was separated from the hub, but the customer stated that they were not aware of this damage and only want to report on the guide wire. No problem was identified in the interaction of the returned guide wire and the needle. However, based on the comments of the customer, it cannot be determined when the cannula became dislodged from the hub. Therefore, the root cause cannot be determined at this time as it cannot be confirmed if the needle damage contributed to the resistance experienced. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. Additionally, added the brand name. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.